Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a device upgrade procedure, it was noted that the right atrial lead connector pin was bent. The lead remained implanted. No patient symptoms were reported.